Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis cassette leaked solution. This was noted during set up for peritoneal dialysis; the patient was not connected. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.